Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1739 ml during therapy initiated on (B)(4) 2011 at 23:27, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 at 23:27. The last cycle (5) was not completed, the device was shut off before the end of the drain. Therefore, the uf from drain 5/5 gets lumped together with the uf from the previous cycle, (835 ml + 903 ml = 1738 ml). Review of the event log revealed the user's actual drain volume during cycle 5 was 3101 ml. The actual drain volume of 3101 ml is 141% of largest prescribed fill volume (lpfv) of 2200 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:27:38. During night drain cycle 4, the patient's ultrafiltration reading was 1739ml, indicating the home patient (hp) drained 1739ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria..